Event description:
It was reported that difficulty was encountered when trying to pass the iab through the sheath. After some manipulation, the iab was successfully inserted. Later, after successful surgery, the pt developed foot drop which was attributed to the difficult iab insertion.